Event description:
Healthcare professional reported "rupture". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" diagnosed via ultrasound and MRI. This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6

Event description:
Healthcare professional reported "rupture" . This record is for the right side. Device was explanted and replaced.